Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an abdominal hysterectomy, the knife trigger broke. There was no patient harm, and a new device was used to continue. Examination of the received device by medtronic found a piece of the trigger had detached and was not returned. The customer confirmed that no piece of the device fell within the patient cavity.

Manufacturer narrative:
Evaluation: one used lf1520 ligasure device was received for evaluation. The sample has been used in the treatment or diagnosis of a patient, and the reported issue was confirmed. The investigation found the knife trigger button was broken. Blood and eschar was found on the device body and jaw, indicating the device was used when the knife trigger broke. The knife trigger broke when excessive amount of force was placed on the knife trigger button to dissect. The investigation identified the root cause of the reported event to be mishandling of the device by the user. The instructions included with the product cautions users to use caution when grasping, manipulating, sealing, and dividing large tissue bundles. If information is provided in the future, a supplemental report will be issued.